Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, manifested by cloudy pd effluent, fever and abdominal pain. The cause of peritonitis was unknown. On an unknown date, the patient was hospitalized and treated with injection vancomycin (1gm, every 48hrs, intravenous discontinued) and injection ceftazidime (1gm, once daily, intravenous, discontinued) for peritonitis. On an unknown date, the patient was discharged from the hospital and was recovered from peritonitis. Pd therapy was ongoing. No additional information is available at the time of this report.